Event description:
Boston scientific crm received information that this cardiac resynchronization therapy-defibrillator (crt-d) was explanted. In (B)(6) of 2009, the associated right ventricular (rv) lead had high thresholds and at the time, the physician suspected a lead perforation. Additional information from the field representative indicated the physician elected to watch the lead. The physician did not want to go in due to the risk of infection. While reviewing the interrogation from (B)(6), the fr also noted noise on the rate/sense channel. The noise had been oversensed which lead to greater than two seconds of asystole. Most recently, during a latitude check, it was noted that the patient had an episode of noise which led to an inappropriate shock. Loss of capture was also noted. No adverse patient effects were reported. The device has been returned and is currently undergoing analysis.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Functionality and therapy delivery were verified through automated testing. External visual inspection noted body fluid contamination in the lead barrels. A review of the device memory noted no resets, error, or fault codes. The clinical observations were not able to be confirmed through laboratory testing.